Event description:
Been taking insulin for years and hasn't had these kind of issues. When inserting into the insulin bottle it seems they are rough, also when inserting in her leg and or stomach is very painful. The syringes leave a lumps underneath her skin and leaves bruises. One of the needles got stuck in the insulin bottle. Leaves very sharp pains in her legs after taking her shot. She's going to go to (B)(6) and ask if they're having any other issues with this product. She's also going to discuss this with her physician.